Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. UDI# (B)(4). Concomitant medical products: item # 51-145130/ tprlc xr mp t1 pps / lot # 3037507, item# 51-104110/ tprlc 133 t1 pps ho/ lot # 2765006, item # 51-107090/ tprlc 133 mp pps/lot # 6156118, item # 51-145150/ tprlc xr mp t1 pps / lot # 3577454, item # 51-102040/ tprlc xr fp type1 pps/ lot # 2948196. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02512, 0001825034-2020-02513, 0001825034-2020-02514, 0001825034-2020-02517, 0001825034-2020-02518.

Event description:
It was reported that the during circulation of product, debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not compromised. The initial report was forwarded in error and should be voided. This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. Evaluation of the returned product/photographs provided confirmed damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not compromised. The initial report was forwarded in error and should be voided.